Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary : the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this event, this patient has a pre-existing history of arteriovenous malformation. There are possible patient, pharmacological and procedural factors that may have contributed to this event.

Event description:
It was reported that a patient experienced melena. The patient was hospitalized because of the event and underwent diagnostic testing. The patient was treated with three units of packed red blood cells and the adjustment of the coumadin dose. No further patient complications have been reported because of this event.